Event description:
Siemens became aware of an incident that occurred while operating the somatom x. Ceed unit. The user reported two instances when the system table continued moving without given command and bumped into a staff member. There are no injuries associated with the reported events.

Manufacturer narrative:
Siemens local service engineer was dispatched to the customer site. The engineer exchanged hardware components, and the issue has not re-occurred since the repairs. This adverse event report is submitted with an abundance of caution. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. The returned gpb was subjected to a detailed analysis. The investigation identified a mechanical failure of the internal mechanism of the 'move' button, which resulted in a "sticking" condition. The reported issue was resolved by replacing the defective front left control panel (gpb) and the central unit of the control system located in the stationary part of the gantry (imas). The system has since been returned to clinical operation. The consumption rate of these spare parts is monitored through our corrective and preventive action (CAPA) process and remains within acceptable thresholds relative to the installed base. This data confirms that the identified issue is not indicative of a product or design flaw. A safety assessment has been performed, and no general product or design issue was identified.